Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced a six second pause. It was further reported that the right ventricular (rv) lead had fully dislodged and was not sensing or capturing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.